Event description:
It was reported that the patient underwent vaginal hysterectomy, anterior repair and posterior vaginal repair on (B)(6) 2006 and mesh was implanted. Following the procedure, the patient experienced a small 0.5 cm area of exposed mesh in midline and required excision and re-covering with healthy skin. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.